Event description:
It was reported via repair work order that the bed alarm could hardly be heard due to the beeper being turned upside down in the alarm box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.